Manufacturer narrative:
According to the field representative, this was replacement procedure from the competitor's device lv: 1158t/58 s/n (B)(6) (saint jude medical). This call was an inquiry from sakai me, however, as a result of confirmation, it was revealed that it was lv lead fracture. The lead remains in use as it is. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed noise over sensing when programmed lv sense tip to ring and the noise disappears when programmed tip to right ventricle for sense. The lead was evaluated and found that lv ring to right ventricle or device showed high, out of range pacing impedances and that ring conduction may had fractured. The system uses only lv tip for lv pace/sense. They will keep the system with the current program. The lv lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed noise over sensing when programmed lv sense tip to ring and the noise disappears when programmed tip to right ventricle for sense. The lead was evaluated and found that lv ring to right ventricle or device showed high, out of range pacing impedances and that ring conduction may had fractured. The system uses only lv tip for lv pace/sense. They will keep the system with the current program. The lv lead remains implanted at this time. No adverse patient effects were reported.